Event description:
It was reported that the user experienced rising blood glucose for several hours after a smaller-than-usual meal while using the ilet system and infusion set, without observed tubing kinks or site moisture; a site change with new shorter tubing was performed, primed to drops, and insulin delivery was resumed, after which glucose returned to 132 mg/dl from 249 mg/dl. Symptoms included hyperglycemia without reported physical complaints. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the device problem and component involvement could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.